Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the coronary artery. The hi-torque balance middleweight (bmw) elite guide wire and dragonfly optis imaging catheter were advanced to the lesion without reported issue. However, resistance was felt between the imaging catheter and guide wire during removal of the imaging catheter, and the physician stated that the imaging catheter felt like it had locked together with the guide wire. The imaging catheter physically wrapped around the guide wire during removal, and both devices were carefully removed together from the patient. Another dragonfly optis catheter and bmw guide wire were used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the dragonfly optis imaging catheter (imaging catheter physically wrapped around the guide wire) resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.